Event description:
Implant broke at the apex of the implant. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Visit diagnoses, primary: tooth loss k08.109.